Event description:
A nurse reported that an intraocular lens (iol) did not fold correctly in the iol delivery system. The incision was enlarged to facilitate removal of the iol from the eye, and a suture was required after the second iol was implanted. She stated that perhaps the lens was not loaded correctly in the cartridge.